Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that they were a hospice nurse working with patients who were close to end of life, and that there had been a debate regarding the use of statlocks for patients in the active dying phase. It was further reported that, anecdotally, when the catheter was secured with a statlock, the bladder did not drain because gravity held the urine in the bladder. It was also reported that the bladder drained when the catheter was placed between the patient¿s legs, allowing gravity to passively drain the bladder.